Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, separated broken shell on anterior, posterior and radius, yellow particles in the gel and yellow particles in the shell. A visual and microscopic analysis were performed which identified; sharp broken crease on posterior, stress marks, missing (25-50%) and fold creases. Based on the device analysis the final assessment is: a pattern of sharp crease on the posterior side of broken shell, assessed as a fold flaw opening and missing shell assessed as inconclusive.